Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The cause of the reported event could not be determined.

Event description:
The patient reported exposed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.